Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working while he was sleeping. Customer does not recall any significant events leading to the error. Customer's blood glucose was 409 mg/dl at the time of incident. Troubleshooting was done for battery out alarm but customer didn't want to troubleshoot any further. The customer also mentioned a lost sensor but did not troubleshoot this issue. The customer was advised that a new battery cap would be provided to him. No further information was provided.